Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise. The rep was able to reproduce the noise at follow up. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).